Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed that the syringe plunger was loose. The fse proceeded to replace the syringe plunger, and tighten the syringe plunger setscrew to resolve the leak and errors. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to a loose reagent syringe. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that the unicel dxc 600i synchron access clinical system generated "sample cuvette no fluid detected" and "cuvette not dry before first reagent inject" error messages. A beckman coulter hotline support assisted the customer with troubleshooting and the customer discovered a leak from a loose reagent syringe. The customer was wearing personal protective equipment consisting of gloves, gown and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.